Event description:
It was reported by the customer that "medication was ordered to be given over sixty (60) minutes (-15min/+5min). Infusion started at 1148 and ended at 1254, making the drug one (1) minute outside window". There was patient involvement, there was no injury to the patient.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that "medication was ordered to be given over sixty (60) minutes (-15min/+5min). Infusion started at 1148 and ended at 1254, making the drug one (1) minute outside window". There was patient involvement, there was no injury to the patient.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-62221 is a concomitant. Please refer to manufacturer report number 2016493-2025-62222, which captured the correct suspect device per investigation report.